Event description:
Pt became disconnected from ventilator & alarm not heard. Pt alarmed bradycardia & nurse went in pt's room & found pt disconnected from ventilator. No ventilator alarm was heard by the staff. Ventilator was cycling breaths.